Event description:
Additional information received reported that the patient was calling and ¿kind of blowing [the manufacturer representative] up¿ regarding a clinician programmer data/diagnostic file. It was noted that the patient wanted to know what it showed. The manufacturer representative requested a return call regarding the data/diagnostic file. It was reviewed that the data/diagnostic file showed that there were no power on resets (por) or out of regulation events associated. Additionally, it was reviewed that the data/diagnostic file showed that therapy turned off while the stimulation was on. It was reviewed that the data/diagnostic file also noted a ¿charge sooner.¿ it was reviewed that the definition of a charge sooner was that ¿since the last physician session the ins batteries were depleted at least once to a low enough level that stimulation was disabled between recharging.¿ it was reviewed that the patient may have thought that stimulation was fading because an ins will turn off when at low battery. It was noted that there was a total therapy loss count of three with stimulation on. The first was (B)(6) 2014. Therapy was restored 11 hours later on (B)(6) 2014. The second was (B)(6) 2014. The calculated duration of stimulation on for the second therapy loss event on was 6 days, 18 hours and 25 minutes. Therapy was restored (B)(6) 2014. The calculated duration of stimulation off was 2 days, 1 hour and 37 minutes. The third was (B)(6) 2014. The calculated duration of stimulation on for the third therapy loss event was 7 days, 15 hours and 12 minutes. Therapy was restored the same day seven hours later. A recharge estimate was calculated based on the current settings and the estimate was 6.5 days. It was noted that therapy impedance was at 291 ohms. It was noted that the individual electrode impedance pairs looked ¿great.¿ additional information has been requested, but it was not available at the time of initial report.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a-33, lot# j0114038v, implanted: (B)(6) 2001, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that a doctor told the manufacturer representative about his experience with the patient¿s stimulation intermittently cutting on and off. There was intermittent stimulation. There were no symptoms or complications reported as related to the event. Actions required as a result of the event included explant. The product status of the ins was explanted-complete with a date for the explant of (B)(6) 2014. The device was replaced. Troubleshooting performed included reprogramming. The event occurred during normal use. The patient¿s status as of (B)(6) 2014 was alive with no injury. The ins was received (B)(6) 2014. Later, it was reported that there were no system issues observed intraoperatively and the patient was doing great.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that it was functionally okay with insignificant anomalies. The ins required a battery recharge when received in the analysis lab. According to the trace report obtained from the ins, the last recorded recharge session done while the device was implanted was (B)(6) 2014. The device was recharged for 1hr and 11mins and the battery charged from 3.590v to 3.740v. The most recent record of the battery discharging to the lock mode was on (B)(6) 2014. There were five prior lock mode dates. The battery was recharged during the check-in procedure in the analysis lab on (B)(6) 2014. The battery charged for 4hrs and 37mins from 3.520v to 4.035v.

Event description:
It was reported the patient experienced a fading sensation. Following the replacement of the patient¿s implantable neurostimulator (ins) to a rechargeable device, the patient felt that the level of stimulation decreased after a few hours, and she needed to increase stimulation. The patient was asking to have the ins removed and go back to a non-rechargeable device. It was reported that the manufacturer representatives (reps) had checked the device ¿numerous times and report that nothing is wrong with the system as far as they can see.¿ the patient¿s last appointment was reportedly on (B)(6) 2014. Additional information received reported that the patient felt stimulation decreased as the ins battery life ¿ran down to a lower ch arge level.¿ it was reported that the patient used to have a prime cell device. The patient reportedly complained about the rechargeable battery since implant, and wanted the old one back. The patient was reportedly unhappy because of recharging and stimulation strength didn¿t feel as strong additional information received reported the patient kept a diary of stimulation behavior from the 24th to the 25th. The patient reportedly logged she turned stimulation up and down and used stimulation. However, per the mystim diary information (clinician programmer summary report), it showed the patient didn¿t have stimulation on at all. The rep believed the patient was just trying to get a rechargeable device because she didn¿t like recharging. It was noted stimulation was too strong when the patient was lying down at the time of appointment. The patient reportedly wasn¿t complaining of the same stimulation as previously reported above. Additional information has been requested, but it was not available at the time of initial report.

Event description:
Additional information received reported impedances were checked and were all normal. The patient was reprogrammed and was reportedly doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.